Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported stent damage and resistance with a guiding catheter were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mildly tortuous mid circumflex (cx) artery. After placement of a sion guide wire, pre-dilatation was performed using a 2.0x20mm non-abbott balloon dilatation catheter (bdc) and a 2.5x15mm non-abbott bdc. The 2.5x18mm multi-link 8 stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal, resistance was met possibly with the non-abbott guiding catheter, and upon withdrawal, the stent implant was noted to be flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x18mm non-abbott sds was used to successfully complete the procedure. There was no additional information provided.